Event description:
Complainant alleged that while attempting to treat a (B)(6), male pt the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for returned of the device. The device has not been returned to zoll for eval.